Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26937. Follow up information identified the patient underwent surgical intervention to remove and replace both leads which resolved the issue.

Manufacturer narrative:
Evaluation codes: results: the complaint was not confirmed. No anomaly was found with outrode lead and it passed all functional testing (continuity and resistance measurement). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR.report: 1627487-2014-26937

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26937.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.